Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 321 mg/dl. The customer stated that the buttons are unresponsive. The customer stated that the device it is likely exposed to moisture because it is pouring outside. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The pump was received with no button response due to an unlocked lcd keypad connector. Unable to perform the displacement test due to no button response. No moisture damage was found on the electronics, motor, battery tube, vibrator or keypad assembly. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.